Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after the implantable pulse generator (ipg) implant procedure, the patient experienced chest pains, dizziness, shortness of breath, lethargy and vomiting. It was also reported that the ipg was affected by the circuit error fca. Ipg remains in use. No further patient complications have been reported as a result of this event.